Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving naropin and dilaudid at unknown concentrations and dosages via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient's pump was loose after implant, "like it fell out of the pocket" and she could tell it was moving when she laid on her side. The event date was noted to be 2012. The patient noted her doctor was aware of the pump moving. No patient symptoms were reported. No further complications were reported.